Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an inverse prosthesis surgery the screws ar-9145-30 (lot: 22.02176) and ar-9165-20nl (lot: 15019430) could not be tightened when the base plate ar-9120-02 (lot: 22.03081) and the glenosphere ar-9504m-04 (lot: 22.02710) were implanted. As a result, the glenoid did not hold and had to be removed again. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. A second surgery was required on the (B)(6) 2023. ***update avoe 07-dec-2023 it was confirmed that the second surgery was required due to the failure of the screws, which didn`t lock like normally.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9504m-04 arthrex univers revers¿ glenosphere 39 +4 lat, batch 22.02710, was received for evaluation. The device was received attached to the baseplate that has two screws screwed on it. Visual evaluation of the glenosphere: it was noted that the polished front and back surface shows scratches and marks. No other issues were observed. No functional test was performed for this device due to the device arriving attached to the base plate for evaluation. It is concluded that the most likely cause of the failure is a user error in failing to apply the correct surgical technique for the device. Per universal glenoid convertible baseplate surgical technique. Step 10. Thread the peripheral screw drill guide into the superior bushing and advance the 2.5 mm drill to the desired trajectory and depth, taking note of the depth marks on the drill guide and drill. Insert and fully seat the screw until completely flush with baseplate surface. Insert the peripheral screw drill guide in the inferior bushing and drill to the desired depth using the 2.5 mm drill. Insert and fully seat the screw until completely flush with baseplate surface. Surgical pearl: leave the 2.5 mm drill in place while removing the peripheral screw drill guide. This helps the bushing stay in the trajectory of the drilled hole, which will facilitate peripheral screw locking thread engagement.